Event description:
Customer called to report that an hour or so after he had activated a pod, his bg rose to "high", so he removed the pod, when he did so, he found that the needle had not retracted back into the pod after insertion. He activated a new pod successfully and his bgs came down. No further issues reported. The device is being returned for evaluation.

Manufacturer narrative:
The returned device was evaluated for the reported problems. It was determined that the needle mechanism had fired prematurely into the needle cap due to incomplete engagement of the locking mechanism, leaving the needle tip partially extended and unable to retract. This occurred prior to the placement of the device. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. This condition would be visible to the user via the viewing port upon placement if the labeling is followed. The DHR provides evidence that the lot met the acceptance level prior to release.